Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to complete further system check. Customer's blood glucose was 226 mg/dl. Customer has reverted to manual insulin therapy.